Event description:
It was reported that during implant, cross-talk was observed. Programming changes were made and resolved the issue. The patient will continue to be monitored normally.

Event description:
New information received notes that non-sustained rv oversensing episodes due to crosstalk were observed. An in-clinic check showed no further incidents. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).